Event description:
Physician reported "redness and tenderness" of breast, ultrasound performed confirming rupture. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Patient date of birth- 1978. Health impact-f1905 - device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, redness and tenderness.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell on posterior, underweight and yellow particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell and broken crease sharp on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. An broken crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Physician reported "redness and tenderness" of breast, ultrasound performed confirming rupture. This relates to the right side. Device has been explanted and replaced.